Event description:
Patient reported swollen lymph nodes on the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, b.2, b.5, b.6, d.6a, d.6b, g.1, g.2, h.6.

Event description:
Patient reported swollen lymph nodes on the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification deformation, yellow particles in the shell. Cloudy in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported, swollen lymph nodes on the right side. Device has been explanted.